Event description:
It was reported that the customer's insulin pump was not functioning and was not delivering the insulin properly. Troubleshooting was performed, and the drive support cap was protruded and sticking out. The caller stated that the customer did push the cap down to receive the insulin. The mother also mentioned that the bottom of the device is cracked, and he has a rubber band holding the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.